Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed loss of prime and occlusion alarms had occurred but there was no evidence of loss of cartridge detection. The pump was exercised for 24 hours without loss of prime or other issues occurring. The pump was opened and the u4 component was found to be dislodged and rotated out of position on the printed circuit board. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a dislodged electrical component in the force sensor circuit. This report is made based on the result of evaluation.